Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Part# 110003452/ g7 str insrtr threaded shaft/lot# 493623; part# 010000663/ g7 pps ltd acet shell /lot# 7061683. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02810, 0001825034 - 2021 - 02811.

Event description:
It was reported as the surgeon impacted g7 pps cup and attempted to unscrew the inserter from the implant. The instrument would not un-couple from the shell. The surgeon put a tommy bar through screw driver shaft to assist and the ball hex driver tip broke off inside. The cup was implanted and not affected by the screw driver breakage. No adverse consequences have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A g7 ball hex drvr for insr hndl, part # 010002736 from lot 057745, was returned and evaluated against the complaint. Visual inspection found the ball hex feature to have fractured from the shaft. Pits and scratching are present on the handle as well as surface scratching and wear rings on the shaft. A g7 str insrtr threaded shaft, part # 110003452 from lot 493623, was returned and evaluated against the complaint. Visual inspection found both hex features to be nicked and scratched. Scratching and wear rings are present on the shaft. The threads exhibit no significant damage device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.